Event description:
The customer reported obtaining erratic potassium (k) ion selective electrode (ise) results from a beckman coulter au480 clinical chemistry analyzer for four patients. The customer stated that they had multiple calibration failures for ise and a shift in k calibration slope prior to obtaining the erroneous results. All 17 samples which were run on the day of the event were repeated on an alternate au480 analyzer but only k results for 4 emergency patients were revised and reported out of the lab. This report is for patient #2, #3 and #4. Please see medwatch #2050012-2012-01132 for the report on patient #1. The customer obtained erroneously high k results for patient #2, patient #3, and patient #4 with patient #3 having a result above the critical k value for the assay. The erroneous results were not reported out of the lab and there was no affect to patient treatment. The three patient samples were rerun and reports were amended with the corrected results which were reported out of the lab within 1 hour for patients #2 and #3 and within 12 hours for patient #4. Beckman coulter field service engineer (fse) observed bubbles in the ise system. The fse replaced the reference valve and pinch valve tubing and repairs were verified per established procedures.